Event description:
In this event is was reported that an aseptico dtc motor would not calibrate; there is no indication that injury resulted.

Manufacturer narrative:
Because a calibration failure could possibly lead to file separation, which could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the issue would be likely to cause/contributed to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The doctor did not return the device for evaluation. Record view shows the device is beyond its useful life expectancy. Doctor will decide to replace the new device.